Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device 30212783l number, and no internal action related to the complaint was found during the review. Manufacturer¿s ref# (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Post-ablation phase, a steam pop warning was displayed on the generator and the patient became hypotensive and had st segment elevation. An ultrasound was performed, and cardiac tamponade was confirmed. Pericardiocentesis was performed to remove 450 ml of fluid from the pericardial space. No extended hospitalization was required. The patient was fully recovered. In the physician¿s opinion, this event is procedure related. Transseptal puncture was not performed. No anticoagulation medication was used and the thermocool® smart touch® sf bi-directional navigation catheter was not in close proximity to any other catheter.